Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a remote transmission. The patient was asymptomatic. Programming changes were made and the patient was fine.

Manufacturer narrative:
(B)(4).